Event description:
The event is reported as: when the hme was disconnected from the pt while still being connected to the pressurized circuit, white flakes blew out of the hme. This event occurred 3 times. This is the third of 3 reports regarding this complaint. There was a death reported, but after contacting the reporter numerous times, it is unclear which event of the 3 involved a death. It is reported that the physician attending the pt did not feel this event contributed to the pt's death.

Manufacturer narrative:
Device has not been received by the MFR for investigation yet. Investigation is incomplete at time of this report. A f/u report will be sent when completed.